Manufacturer narrative:
Additional information: lot number relevant history patient's age weight and sex lesion location, calcification, % stenosis and degree of vessel tortuosity: proximal rca, 80%, high grade lesion around the bend. The device was inspected before use with no issues. The lesion was pre-dilated. Resistance was not noted during delivery of the device. Excessive force was not use. The device was not kinked or re-straightened during use. Detachment occurred during withdrawal of the device at the exchange part, where the guidewire comes out. It was also indicated it appeared that the distal section of the wire exit port down to the tip of the distal catheter resided in the patients rca approximately 5-6 inches. Resistance was noted during withdrawal of the device. Excessive force was used. The detached portion of the device was not removed from the patient. The use of snare and other balloon technique were attempted to remove the detached portion. The patient did not go for surgery and appears to be ok. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: device returned for evaluation. Kinks were noted on the transition shaft and the hypotube. The device returned with a detachment on the transition shaft. The detached distal section was not received. The transition shaft material was jagged and uneven at the detachment site. The guide entry port was stretched, and the support wire was exposed and kinked. No other damage evident to the remainder of the device. Correction: ime code added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion. It was reported that the device detached at the balloon prior to reaching the lesion and during removal of the device. It was stated that a section of the stents balloon was left in the patient. The patient was sent for surgery to remove the portion of the balloon. The patient was reported to be alive with no further injury.